Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10   no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined for the articular surface infection. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient presented for an early revision of a knee replacement for infection. Initial surgery was less than three months prior. During the revision the surgeon had difficulty removing the stubby stem as it was disassociated from the tibial tray. No additional information available.

Manufacturer narrative:
(B)(4). G2: new zealand. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42532007102 tibia cemented 5 degree stemmed right size e lot# 65904989 MDR: 3007963827-2023-00283. 42557000114 stem extension tapered cemented 14mm dia +30mm lot# 65969805 MDR: 0001822565-2023-02838. 42500606002 femur cemented posterior stabilized (ps) std rt size 6 lot# 63742662 MDR: 3007963827-2023-00284. 42540200029 all-poly patella cemented 29 mm dia lot# 65777287 MDR: 0002648920-2023-00248.